Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the procedure was completed as planned since the live image was still active and only the screen layout could not be changed. The philips field service engineer (fse) inspected the system onsite and confirmed that the flex vision monitor froze during acquisition. A review of the system logfile confirmed the reported malfunction. Upon functional testing, the fse identified an issue with the tsm software. To resolve the reported issue, the fse reprogrammed the tsm software. After this, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported flex vision monitor issue didn¿t impact on the completion of the procedure. The procedure was completed as planned on the same system since the live image was active, with no impact on patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the flexvision monitor kept freezing during acquisition. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.